Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the patient was scheduled for surgery and the intra-aortic balloon (iab) was prepped in the operating room. The md inserted the super arrow-flex (saf) sheath into the patient's left femoral artery. As the md was inserting the iab through the saf sheath, the iab became stuck in the saf sheath. The md removed the saf sheath and iab as one unit. The md made a request for another iab. There was no reported patient death or injury. Medical/surgical intervention was not required. The md requested another iab for the insertion. Reference MDR #1219856-2010-00906 for the second event and MDR #1219856-2010-00913 for the third event involving the same patient.